Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an acute rise in pacing threshold measurements. This system exhibited normal pacing threshold measurements at a device check, and then a month later the patient presented to the hospital with syncope. It was noted at subsequent frequent checks following the syncopal episode that the pacing threshold measurements were rising. Surgical intervention was taken to cap and replace this lead. The device was explanted and replaced for normal battery depletion. No additional adverse patient effects were reported.